Manufacturer narrative:
Our ref. No. (B)(4). This event covers patient 2 out of 2 (our ref. (B)(4) and (B)(4)), with identical descriptions. During a spine procedure of unknown kind, it was reported that "patients body didnt receive the device, an abscess with blood and flegm developed. The abscess was opened and cleaned and patient is without complications". The event origin was in slovakia and concerns the surgiflotm kit classic, ms0010. Furthermore, it is known that the product was not removed after surgery, and has been used as the only hemostatic agent in the procedure - both indicated with warnings the instructions for use of the product. Additionally, an unknown hemostatic agent may have been used in the procedure. Based on the available information it is evaluated that the product has not been used according the IFU, and as it is not possible to distinguish the impact between the surgiflotm kit classic, ms0010, and the unknown hemostatic agent, it cannot be excluded that surgiflotm kit classic, ms0010, may have had a role in the course of the event, and the event is therefore reportable.

Event description:
"It was reported that patients body didnt receive the device, an absces with blood and flegm developed. The absces was opened and cleaned and patient is without complications." Additional information has been available stating that the event occured one day after spinal surgery. No device available. Clinical questions have been asked. Additional information has been received: the product was not removed after surgery. Additionally, an unknown hemostatic agent may have been used in the procedure.

Manufacturer narrative:
Our ref. No. (B)(4). This event covers patient 2 out of 2, with identical descriptions. During a spine procedure of unknown kind, it was reported that "patients body didn't receive the device, an abscess with blood and phlegm developed. The abscess was opened and cleaned and patient is without complications". The event origin was in slovakia and concerns the surgiflotm kit classic, ms0010. Furthermore, it is known that the product was not removed after surgery, and has been used as the only hemostatic agent in the procedure - both indicated with warnings the instructions for use of the product. Additionally, an unknown hemostatic agent may have been used in the procedure. Based on the current information it is evaluated that the product has not been used according the IFU, and as it is not possible to distinguish the impact between the surgiflotm kit classic, ms0010, and the unknown hemostatic agent, it cannot be excluded that surgiflotm kit classic, ms0010, may have had a role in the course of the event, and the event is therefore reportable.

Event description:
"It was reported that patients body didn't receive the device, an abscess with blood and phlegm developed. The abscess was opened and cleaned and patient is without complications". No device available. Clinical questions have been asked.